Event description:
The pt contacted customer services alleging that the meter displayed a "not ok" message. The pt mentioned that her blood glucose was high and she was sent to the hosp where she was treated with insulin. There is no info on what the reading was in the hosp or how long the pt had been experiencing the "not ok" message. Customer service walked the pt through the cleaning of the meter and the meter still displayed the message. Customer service was unable to resolve the issue; therefore, sent the pt a replacement meter.